Event description:
During device change out, an outer insulation breach was observed in the proximal portion of the existing pace/sense lead. A sleeve and medical adhesive were used over the breakage and the lead was also capped off.